Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of optical signal issues in accordance with FDA recommendation. No pump returned for investigation. Data logs show that 254 hours into support on 7/11 there is a spike in ps to 300 mmhg with placement signal not reliable alarms. Signal not reliable drops to 0. Optical parameters remain like this for 70 hours and then resolves for the rest of the case. This is indicative of an automated impella controller (aic) failure. Upon review of the data logs, it is apparent that the console is the potential cause of the issue. Please refer to complaint # (B)(4) for an investigation into the console. A review of the device history record (DHR) for the suspect device, applicable quality notifications, and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.

Event description:
The complainant reported that an impella 5.5 pump was implanted in a patient for circulatory support. The complainant reported there was a placement signal not reliable alarm. The audio was disabled. The patient was successfully weaned from the pump and the device explanted. There was no reported harm or injury to the patient.